Manufacturer narrative:
The returned insulin set was received for evaluation. A lot history review could not be performed as no lot number(s) were provided. Upon visual inspection, both connectors were found to have bent cannulas. In addition, the adhesive pads on both connectors were observed to be removed. Functional testing was conducted by inserting each connector, one at a time, into the returned insulin tubing. An occlusion test was performed using a hydrostatic pressure pump, and flow was successfully established through both connectors.the complaint allegation was confirmed based on the presence of bent cannulas. However, the root cause of the bent cannulas could not be determined.

Event description:
The patient with diabetes (pwd) was reported to have a decreasing blood glucose level, reaching approximately 200 mg/dl. The caregiver performed a fingerstick blood glucose check along with a blood ketone test to confirm that glucose levels were dropping and that no ketones were present. Prior to this, the caregiver had replaced the cassette (non-ICU medical product) and infusion site, and believed insulin delivery had resumed. The pwd¿s mother later called back stating that blood glucose levels remained elevated after a previous discussion with pss. At that time, only the infusion site had been changed, and they were also assessing for possible air bubbles in the tubing. Subsequently, the mother replaced the supplies, including a new cassette (non-ICU medical product) and tubing, after which basal insulin delivery resumed successfully. It was noted that the previous infusion site had a bent cannula, despite no line occlusion alarm being triggered; the pwd was informed that such a condition would typically generate an alarm. The pwd¿s blood glucose had risen as high as 310 mg/dl. After changing the infusion site and resuming insulin delivery, the situation improved. The pwd was advised to call back if blood glucose levels did not continue to decrease. At the time, no medical intervention was required. The issue occurred during device use by the patient, was resolved, and no patient injury was reported. Upon investigation, a bent cannula was identified, confirming the malfunction. This issue makes the event reportable. No adverse patient outcome was associated with the event.